Manufacturer narrative:
We investigated the manufacturing and quality control records of the lot number and no abnormality was found. Furthermore, no similar complaint under the same lot number was reported by other facilities until now. The used device could not be analyzed because we have not received it from the user facility. The root cause of the event could not be identified as only the insufficient information was available. We decided to report this incident since we consider blood leak from the arterial header is an incident which might cause serious injury to the patient. The blood leakage is described in warnings of the instructions for use as "in the event of a problem during treatment, such as blood leakage or coagulation, immediately discontinue the treatment under the direction of a physician and replace rexeed-s with a new primed dialyzer". We will continue monitoring occurrence of these kinds of incidents.

Event description:
This male patient in (B)(6) started with the dialysis treatment with rexeed-21a, which is the similar product of rexeed-21s sold in u.s. At the beginning of the treatment, alarm from the dialysis machine "hydraulic circuit leak, treatment impossible" occurred. After having disconnected the extracorporeal circuit(ecc), the nurse noticed a blood leak from the arterial side of the dialyzer. The treatment was stopped, then new ecc with a dialyzer of the same lot number was connected to the patient, the treatment completed without problem. His blood loss volume was not over 20 ml, and he did not experience any adverse event.